Event description:
It was reported the patient ¿presented in the clinic¿ on the day of report with pain and ¿a stabbing sensation in his back when he used his stimulator.¿ an impedance test was performed and found the 15th electrode was ">10000 ohms" and ¿the rest were all within normal limits.¿ it was stated that when the reporting manufacturer representative ¿singled out the lead¿ it was found ¿the 8-15 lead was causing the discomfort.¿ upon x-ray examination of the patient, it was found the ¿lead had migrated partially out of the epidural space.¿ it was noted the electrode was programmed around and eventually the program using the migrated lead was deleted at the time of report. It was stated the patient was ¿going to try with one lead and follow-up with the pain clinic to discuss a revision if he was not receiving adequate pain relief.¿ it was noted the patient was alive with no injury at the time of report. Additional information has been requested. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
Concomitant products: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4).